Manufacturer narrative:
An investigation has been initiated. Currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Insertion of the catheter was made on (B)(6) 2023. On (B)(6) 2023 the patient is coming back to the unit and one of the extensions is almost totally broken.

Manufacturer narrative:
The 8f silicone hemo-cath was returned for investigation. Visual inspection revealed the arterial extension tubing broke/tore at the distal end of the luer. It appears the tubing began to tear, and the end of the luer acted as a fulcrum, causing the tear to continue almost all the way around. The tear is above the clamp therefore there was minimal risk for blood loss. There were no adverse clinical consequences to the patient. A supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer's investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% visual inspection and leak test conducted as the last step in the manufacturing process. These steps would have detected any leaks, holes, or weak areas if they had existed at the time of manufacture. The exact cause of the failure could not be determined. It is possible the tear in the extension tubing was caused by a sharp instrument and with a further pull force on the tubing, thus creating the tear. The instructions for use (IFU) contains the following warnings and precautions: examine catheter lumen and extensions before and after each treatment for damage. Do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.